Event description:
Two anchors were broken during insertion. Surgeon went from an arthroscopic procedure to an open procedure to remove the broken anchors, and used an alternative fixation method. No pt injury was reported as a result of this situation.